Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported damaged cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the cannula was damaged and bent. The patient's blood glucose (bg) rose to 14.7 mmol/l (264.6 mg/dl). In order to treat the high bg, a new pod was applied. The pod was worn on the patient's abdomen for between 4 and 24 hours.

Manufacturer narrative:
The device was received and evaluated. No issues were observed to the exposed portion of the soft cannula and fluid was observed passing through successfully. The data did not show any increase in pulse widths that would indicate an occlusion from a bent/kinked cannula.